Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Approx two weeks post-procedure, the pt returned with vaginal discharge and vaginal dehiscence of the sling material. The physician reclosed the incision site and the pt remains continent. No further info regarding the circumstances surrounding this event are available. The device remains in the pt. Therefore, no failure analysis will be performed. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site."